Event description:
Event description guidant received information that this pacemaker stored multiple inappropriate ventricular tachycardia episodes, due to a lead fracture. It was suspected that the location of the fracture was contained in the clavicle first rib region. The episodes were duplicated through positional changes. The lead was surgically abandoned and replaced.